Event description:
In 2008, a company representative reported that during a training session with the pt, she noticed condensation in the cartridge compartment of the infusion device. The pt did not recall spilling insulin in the cartridge compartment. The pt stated that she noticed a small pool near the adapter and that it was probably not tightened properly. She was advised to dry the cartridge compartment with a cotton swab. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.